Event description:
A malfunction alarm was reported while the customer was giving a bolus. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, provided relevant information, and instructed the customer to continue using the pump. The customer understood and acknowledged the instructions, with no recurrence of the malfunction after the reset.